Event description:
It was reported that during a left bundle branch pacing (lbbp) implant procedure; while deploying the right ventricle (rv) lead, the torque was not effectively transferred down the rv lead to advance it into the septum. Instead, torque accumulated, resulting in twisting of the rv lead insulation. An alternative position was attempted with the same outcome. The physician elected to replace the rv lead, and a new lead was implanted successfully. The patient was stable throughout.

Manufacturer narrative:
The reported event of ¿when deploying 65com lead during lbbp implant, the torque was not being transferred down the lead to bury lead into the septum, it was just building torque and twisting insulation¿ was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.